Event description:
Over resection tibia causing false joint line and valgus. Prosthesis implanted (B)(6) 2010. Revision surgery.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.